Manufacturer narrative:
Corrected g1 - contact office establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the valve of the product was leaking. The cannula had already been removed from the patient but continued to leak as the safety lock mechanism clicked into place. There was patient involvement and no apparent harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.